Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported peeling was unable to be confirmed. Additionally, an unused/sterile device was returned and the visual inspection did not identify any peeling or damages. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no other similar incident and/or complaint reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported peeling appears to be related to operation circumstances of the procedure. In this case, based on the reported information and returned analysis, it is likely that during wire exchange, the guide wire was at an angle causing the teflon coating to scrape and/or scratch against the support catheter and/or other accessory devices used in the procedure resulting the appearance of peeling. The noted bends on the tip appears to be consistent with the tip shape process prior to use. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the anterior tibial artery. A ht command es guide wire was advanced to the target lesion without issue. During a wire exchange, the guide wire was removed from a non-abbott support catheter; however, it was observed that the coating of the guide wire was coming off in clumps on the back end of the wire. The guide wire was removed from the catheter independently and without resistance. The green coating coming off was present in the support catheter, therefore the catheter was removed as well. The coating did not come off in the patient. The procedure was successfully completed with a new unspecified guidewire and unspecified catheter. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.